Manufacturer narrative:
Event date and explant date: approximated based on the date the manufacturer became aware of the event. The device is not available for analysis; therefore, no physical or visual analysis of the product could be performed. The reported device performance allegation cannot be confirmed. Based on the information available, the cause that contributed to the reported event cannot be established; a conclusion code of cause not established was assigned to this investigation.

Event description:
It was reported that the patient with this artificial urinary sphincter (aus) underwent a revision surgery, during which, a hole in the cuff was identified. There were no patient complications reported.